Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis in (B)(6) 2015 with a blood glucose level of 500 mg/dl. The customer stated they had ketones. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had air bubbles in their reservoir and did not know. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.